Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, lot# l36720, product type: catheter. Analysis identified a leak at the fill port septum. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 63 mcg/ml clonidine at an unknown dose and 23.6 mg/ml morphine at an unknown dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that it was unclear if a pocket fill occurred, but the patient was experiencing the symptom of confusion. It was stated that it was a new patient to the hcp. The hcp felt a lot of pressure with injection. It was stated that it was a larger patient and the pump was deeply implanted. The hcp attempted to aspirate, but was not sure he was in the pump reservoir and got nothing back. It was unclear if the patient got all the medication in the pocket or if some drug was in the reservoir and some was in the pocket. The hcp believed they injected 50 ml of the drug solution, but it was unclear how much went into the pocket and how much went into the pump. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated only the pump was returned. The physician did not feel the catheter needed to be returned. It was noted once the physician went to access the catheter placement it the catheter was only inserted approximately an inch. The physician felt that was why there was no return of cerebrospinal fluid (csf). No further complications were reported/anticipated or expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, lot# l36720, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the pump and catheter were explanted on (B)(6) 2017. While the event date was reported as (B)(6) 2017, this was the date of explant and conflicted with the previously reported event date of (B)(6) 2017. The reason for catheter removal was ¿not flowing when checked¿. The patient was switching to a programmable pump. The device was used with/in the patient. The intended use of the device was treatment. The patient was not in a clinical study. There was no patient death. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated it was unknown by the reporter or the physician why the catheter was only inserted approximately an inch. No further complications were reported/anticipated or expected.